Event description:
Boston scientific received information that this pacemaker implanted as a biv device had displayed a magnet rate that went from 100 to 85 beats per minute (bpm) within 3 months. The patient was noted being pacer dependent, however there were no adverse effects reported. The device remains implanted at this time.

Manufacturer narrative:
A request for additional information has been sent. This investigation will be updated should further information be provided.